Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the pump was very hard to squeeze. The physician determined the system was faulty and needed a replacement but the device had not been explanted. The patient was said to be stable.